Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no technical failures found. It was noted errors were found in the programmer software updates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an issue with stylus pen calibration. New calibration and also pen replacement was tried without resolving it. The issue occurred during ICD (implantable cardioverter defibrillator) implantation, in the operating room, causing a delay in a procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.